Event description:
A home patient contacted co's technical service center regarding a check lines and bags alarm. The home patient connected herself, but had not primed. The home patient started over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.